Event description:
Customer reported that blood glucose levels were displayed as "high," but the specific value was unknown. Cause was not known. To address the high blood glucose, the customer administered a correction bolus via pump and consulted with tandem technical support, which advised inspection of the supplies and possible replacement. Ultimately, they recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged the advice and intended to resume insulin use with necessary supply replacements.